Event description:
Per the clinic, only 3 electrodes were placed into the cochlea during the initial surgery. Subsequently, the device was electively explanted on (B)(6) 2022 due to poor device performance from activation. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on september 30, 2022.